Event description:
Treatment of a small unruptured saccular aneurysm measuring approximately 5mm located in the left ica (internal carotid artery). The patient had tortuous anatomy. On (B)(6) 2014, the patient underwent pipeline (4.25mm x 14mm) embolization treatment. During the procedure, it was reported the end of the pipeline was attaching onto the lenticular strand branches and it was not possible to advance the catheter into the correct space while the pipeline was partially deployed. The pipeline was stretched and could not fully oppose the vessel wall. The entire system (pipeline, pushwire, and catheter) was removed from the patient. A second pipeline was implanted successfully. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).